Manufacturer narrative:
Other applicable components are: product ID: 305901, serial# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with a trail external neurostimulator (ens). It was reported that the patient's lead broke and was replaced with a new lead. No symptoms were reported. No further complications were anticipated/reported.